Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 8am. The patient¿s diabetes management is not known and it is not specified what action the patient took in response to the alleged meter issue. The morning after the alleged product issue occurred, the patient reportedly went to her step father (who is a physician) and only her heart rate was checked. According to the csr¿s documentation, the patient reportedly developed symptoms of blurry vision, dizziness, stomach ache, and vomiting two days later; however, the patient indicated she cannot confirm that her reported symptoms were a result of the alleged issue. It is not known if patient treated her reported symptoms. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.